Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ tubing had cracks and there was air in the line. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. Verbatim: I had a call related to buretrols cracking and ail. Here is a re-cap of our call. They also had generalized ail complaints that I am not sure were captured on the original emails. Air-in-line (ail): clinicians have also reported that it is very difficult to get bubbles out of fluids (no specific medications, happens with them all) and that they are seeing an increase in ail alarms compared to before. Air-in-line tends to happen during priming or early on in the infusion. Air-in-line is visible. Normal troubleshooting: the nurses will clamp the line, remove the IV set, and tap the ail out if needed.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that unspecified bd¿ tubing had cracks and there was air in the line. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown verbatim: I had a call related to buretrols cracking and ail. Here is a re-cap of our call. They also had generalized ail complaints that I am not sure were captured on the original emails. Air-in-line (ail) clinicians have also reported that it is very difficult to get bubbles out of fluids (no specific medications, happens with them all) and that they are seeing an increase in ail alarms compared to before. Air-in-line tends to happen during priming or early on in the infusion. Air-in-line is visible. Normal troubleshooting: the nurses will clamp the line, remove the IV set, and tap the ail out if needed.